Event description:
It was reported that the patient's pump had flipped and was confirmed through imaging. It was stated that the patient was having surgery to fix the pump; the date was not specified. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).